Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR) and investigation conclusions. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Evaluation of the returned device confirmed the user's complaint. Malfunction was traced to a faulty power board. The root cause of the reported issue was not identified. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: the operator should ensure the probes, generator, transducer, and accessories are undamaged prior to beginning any procedure. Take special care to ensure all cables are undamaged...olympus recommends that the generator and transducer are returned every 24 months for a calibration and safety inspection. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to the recent system, and process changes. A CAPA has been opened to manage the actions related to remediation of this issue, and any required reporting.

Event description:
It was reported that the device exhibited an output issue. The device green indicator light went out, and the error light stayed on. The issue occurred within a few seconds after the unit was powered on, and the probes/transducer plug inserted. The user repeatedly switched with different handpiece, however, the issue was not resolved. There was no patient involvement reported on this report. No user injury reported.